Event description:
It was reported to philips by a customer that the unit had a post backup alarm. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer reported the unit had diagnostic code 1104 backup alarm failed. The rse recommended replacing the v60 cpu board software version 2.3. It is unknown if any parts or repairs have been conducted regarding the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.